Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was monitored for 2 days. No blank display noted. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was able to change brightness setting from 1 to 5 to auto. Device was also able to change backlight settings from 15 seconds, to 30 seconds, to 1 minute and to 3 minutes. No backlight anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had blank display and back light anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported the back light anomaly was on both the lcd and the keypad. The device will be returned for analysis.